Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a generated a power loss message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the battery and the unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
Correction to the PMA / 510k #. Device evaluation summary: the backup power source (bps) was returned for failure investigation. A visual inspection of the returned part was conducted and the following was observed: a label on the battery pack indicated that the part was sourced by the customer from the vendor ¿(B)(4)¿ . The vendor ¿(B)(4)' is not on the medtronic global approved supplier list (gasl). The battery pack does not have the standard covidien information label showing manufacture date and expiry date. No further investigation or testing was conducted on this unit. Conclusion: not a medtronic part. If information is provided in the future, a supplemental report will be issued.